Manufacturer narrative:
Corrected section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure on (B)(6) 2024, an evolut fx 29 was used for a patient diagnosed with aortic valve stenosis. The patient had comorbidities including dyslipidaemia, hypertension, and coronary artery disease, and had previously undergone coronary angioplasty with a drug-eluting stent in the circumflex artery. The patient also had electrocardiogram abnormalities, specifically left bundle branch block (lbbb). On the same day as the implant procedure, a pacemaker was implanted due to complete heart block (chb). The patient was discharged to home on (B)(6) 2024 after a 17-day hospital stay, with no days spent in the cardiac intensive care unit.